Event description:
On 01/25/2010 the pt's mother reported the pt has received several e4 (occlusion) errors on the infusion device since (B) (6) 2010. The pt experienced elevated blood glucose of up to 500 mg/dl due to an e4 error on (B) (6) 2010 and she tested positive for ketones. Her normal blood glucose level is 130 mg/dl. The pt disconnected from the infusion site and primed, but no insulin dripped from the end of the infusion tubing. She changed the infusion tubing and the mother injected the pt with insulin via syringe. This morning e4 was again displayed and the pt changed the infusion site. At the time of the report, the pt's blood glucose measured approximately 200 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for eval.